Event description:
Information was received from a caller regarding a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient stated the ins was turned off and not working. The caller was not able to provide any further details about what the patient meant by this. The patient did not have the patient programmer available at the time of the call. It was not known how long the patient had not been using stimulation or how long the stimulation had not been working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.